Manufacturer narrative:
Field service support team evaluated the device, and verified the reported "touch screen locking" issue. The event history on the ventilator showed that the date had reset itself to (B)(6) 2006, indicating that the coin cell battery was depleted. The coin cell battery was replaced, and the software upgraded to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, the touch screen locked up. The patient was transferred to another unit. There were no negative patient consequences reported.

Manufacturer narrative:
Covidien reference: (B)(4); the referenced device has been received by the manufacturer for further analysis. As additional information is received, a supplemental report will be issued.